Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation regarding the chipped bending section cover and the chipped glue in the light guide lens, the cause was traced to a component failure without any design or manufacturing issues. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the tracheal intubation videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated chipped glue in the light guide lens was found. There was no patient involvement.